Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (approximately 320 mg/dl) with a small trace of ketones. A corrective bolus or temporary basal rate were used to address the bg. The customer thought the high bg occurred when the cartridge was close to running out of insulin. The contact declined tandem technical support's offer to troubleshoot. The customer's bg level was currently "fine".